Event description:
Two polaris 4.75 dominos were returned with the pieces reported on 3012447612-2022-00086 through 3012447612-2022-00095, and were also found to have damaged threads. There were no reported patient impacts. This is report one of two for this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference report 3012447612-2022-00158.

Manufacturer narrative:
Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: visual inspection revealed damage to the threading of all the returned devices. There was no damage to the screw drives. Root cause: root cause was unable to be determined. This event could possibly be attributed to inserting the closure tops off-axis and cross threading them, and then continuing to attempt installation on cross-threaded screws. DHR review: per DHR review, the parts were likely conforming when they left zimvie control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
Two polaris 4.75 dominos were returned with the pieces reported on 3012447612-2022-00086 through 3012447612-2022-00095, and were also found to have damaged threads. There were no reported patient impacts. This is report one of two for this event.